Event description:
Customer called to report the pump's forward arm was loose, but the back arm was still holding the reservoir in place. Troubleshooting was performed. Device tested ok and the insulin exited. Bgs treated with a manual injection.